Manufacturer narrative:
Model number/catalog number: sc-2108-50m, (B)(4), model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.